Event description:
It was reported an external water leak was observed originating from a crack in the filter-blood header of a prismaflex st100 set. The event occurred during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(6).the actual device was not available; however, photographs and a video of the sample were provided for evaluation. During visual inspection of the provided photographic samples, the filter of the set was observed cracked at the level of the blood header. The reported condition was verified. However, due to the nature of the provided samples, no further testing could be performed; therefore, the cause of the condition could not be determined. However, the most probable cause was due to shock during shipping. The observed damage is typical of mechanical shock applied on the product leading to its breakage. The exact moment and location where the shock occurred could not be determined. A product with such damage would have been detected during the manufacturing plant¿s 100% in process visual control & leak test. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.